Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2016 and includes: revision surgery performed on (B)(6) 2016 due to pain and stem loosening. Additional information received from the initial reporter on 03 november 2016 and includes: the surgery was completed successfully. On 24 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem revision in cementless tha after 5 years. Assuming that the provided radiograph represents the early postoperative condition and the latter the pre-revision condition, we can observe that the stem was initially inserted in a slightly varus position, which may have contributed to its undersizing. This situation, however, may well have been not relevant for the bad outcome. The bone at 5 years looks damaged, beside the evident stress-shielding effect, but no reports of osteomalacia or infection have been received. However, an undescribed local reaction took place, of unknown origin. The cause for this failure cannot be determined with certainty with the elements at hand.

Event description:
Pain and stem loosening.

Manufacturer narrative:
Additional information received on 30 september 2016 and includes: the revision surgery will be performed on (B)(6) 2011. Batch review performed on (B)(6) 2016. Lot 111609: (B)(4) items manufactured and released on 06 july 2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery planned on (B)(6) 2016 due to stem loosening.